Event description:
It was reported that a pt underwent a right indirect inguinal hernia repair on (B)(6) 2010, via an open lichtenstein procedure. Post-operative visit dated (B)(6) 2010, is unremarkable. The pt completed a 6-month questionnaire on (B)(6) 2010, and indicated that the hernia has recurred on an unk date. The pt has seen a surgeon and underwent a re-operation. No additional info was provided.

Manufacturer narrative:
(B)(4) - recurrent hernia. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.